Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a physiological phenomenon. ¿ cyst(s): unable to observe as it is a physiological phenomenon. ¿ double capsule: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "rupture" and "chest pain". Patient later reported "double capsule" and "capsular contracture" baker grade ii. Healthcare professional later reported "integrity damage". This record is for the left side. Device was explanted. Patient later reported "cysts" which is not device related.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported "rupture" and "chest pain". This record is for the left side. Device remains implanted.